Event description:
It was reported that during episodes of ventricular tachycardia and ventricular fibrillation there was undersensing leading to loss of high voltage therapy. The patient passed away due to cardiomyopathy due to severe mitral regurgitation. Abbott technical support was contacted and no malfunction was observed on the device or leads and the device performed as programmed. Additional information was requested but was not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during episodes of ventricular tachycardia and ventricular fibrillation there was undersensing leading to loss of high voltage therapy. The patient passed away. Abbott technical support was contacted and no malfunction was observed on the device or leads and the device performed as programmed. Additional information and cause of death was requested but was not yet available.